Manufacturer narrative:
The device was returned and evaluated. Microscopic evaluation found one haptic bent. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors such as loading or handling techniques and/or procedural factors such as lens and inserter interaction may have contributed to the event.

Event description:
A surgical center reported that during the implantation of an intraocular lens (iol) into the patients left eye a capsular tear occurred upon ejection of the lens. When the iol was inserted into the eye, the doctor noticed the leading haptic was over the optic. As he tried to fix the lens, a tear was created in the capsular bag. The lens was explanted, an anterior vitrectomy was performed, and a backup lens was successfully placed. Per the report the patient is expected to make a full visual recovery.